Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in impedance over a two-month period due. It was also noted that there were sic (sensing integrity counter) counts and impedance variations which were only being present in tip to ring on the rv lead. The rv leads pacing and sensing vectors were reprogrammed tip to coil and the rv lead remains in use. The patient will be monitored remotely with monthly transmissions. No patient complications have been reported as a result of this event.